Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 590mg/dl. Initially, the customer and stated that she was disconnected from her insulin pump for a week and wants to verify if her basal rates are still in the device. The customer stated that the paramedics were called because she had been sick and kept throwing up for two days. The customer stated that she was transferred to a (B)(6) hospital for other issues, and she was wearing the insulin pump at time of her admission. The caller stated that her blood glucose was uncontrollable as she was sick and needed too much insulin to increase her blood glucose level. The customer declined to troubleshoot as she knows it was not the insulin pump fault. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.